Event description:
It was reported that while drilling for an intramedullary hip nail, the universal modular electric/battery double trigger handpiece stopped working. It was reported that event with a power supply unit, the device could not be started again. There was just a beeping sound. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete,